Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 228 mg/dl at the time of the incident and current blood glucose was 228 mg/dl. He customer¿s blood glucose level was 240 mg/dl. The customer was treated with pump, injection for high blood glucose. It was reported that they had damage on the drive support cap and was protruded. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.